Manufacturer narrative:
Part #: 312.01, synthes lot number: 6574582, manufacturing site: (B)(4), release to warehouse date: 21-jan-2011. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 while attempting to tighten the trocar with the adjustable parallel wire guide, the trocar would not tighten or thread. The surgery was completed successfully with no delay. Concomitant device reported: unknown trocar (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 2.8mm adjustable parallel wire guide. This is report 1 of 1 for (B)(4).